Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the header was firmly attached to the pg casing. Visual inspection noted no irregularities. No holes were noted in the seal plugs. Setscrews move freely and the device was not in safety mode. A review of memory noted that the device did not log a fault code. Longevity shows that the expected lifespan of the device is 10.34 years when the parameters were set to the last known parameters. Has normal power consumption. Analysis of the returned product which found evidence that does not support premature battery depletion, gas gauge, or longevity not as expected.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.